Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the sadd and viewer to resolve the issue. The system was tested and verified as ready for use. The sadd board was returned for failure analysis following a reported non-recoverable fault. Although the fault was confirmed in documentation, it could not be reproduced during testing. Additionally, records indicate that replacing the sadd board did not resolve the issue, suggesting that the incorrect unit may have been returned for analysis. In the lighthouse review logs, errors 31089 and 307 were found, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the golden system for 52 hours without any issues. Based on these findings, failure analysis concluded that no root cause could be identified for the reported events. As a result, failure analysis concluded that no root cause could be attributed to the reported events. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system experienced errors 31089 and 307 at startup, with logs indicating an issue with console 1. The blue cables on both consoles were reseated, but console 1 did not complete power up. Console 1 was powered off and unplugged, and the system was powered on with only console 2 connected, allowing it to home without errors. The case proceeded with a single console, and there was a possibility of further action to clean the cable later. The customer reported event has no report of patient injury.

Manufacturer narrative:
This unit was returned for failure analysis with a report that the system received errors 31089 and 307 at start-up. The reported event was confirmed but not replicated. In lighthouse, errors 31089 and 307 were found, indicating that a node stopped responding, which confirms the reported event. A visual inspection of the viewer found no problems related to the reported issue. The viewer was installed on an internal system, and the unit functioned as designed. The system was power-cycled several times with no errors present. The reported issue could not be replicated during system testing. Root cause has not been determined at this time.

Event description:
Refer to h11 for follow-up information.